Manufacturer narrative:
Section: h3, h6: the device, was not used in treatment, has been returned and evaluated, establishing a relationship between the device and the reported event. Visual inspection confirmed there was a hair inside the dressing, with the root cause was identified as a human inspection failure in the packaging process. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a treatment setup, when the package of an hydrosite ad gentle 10x10cm was opened, it was confirmed that there was a hair-like foreign substance in the product. Treatment was completed with a backup device. No delay was reported. No harm to the patient.